Event description:
Rptr performed back-to-back blood glucose tests with results of 73 and 113 mg/dl. Rptr was not putting enough blood on teststrip. Rptr was not experiencing any symptoms. No allegation of harm.